Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pole clamp was broken¿. The unit was triaged and the reported issue was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-09-08.

Event description:
According the reporter, the mount that fits into the pole clamp became disconnected from the enteral feeding pump and caused the pump to drop down. The pump did not fall to the floor and a patient was not hooked up to feed at the time.